Event description:
Two of 2: customer called in to report that late last week and early this week they went to open two different packages of vascu-guard and for both the integrity of the lid was questionable. The plastic on the outside was intact, but on the inside the lid didn't feel sealed well. No patient or user injury reported.

Manufacturer narrative:
(B)(4). Baxter medical assessment: two instances of potential breaches in package sterility have been reported with vascu-guard. While in the presence of a visible leakage of the preservation liquid of vascu-guard, a potential contamination of the product is obvious and will prevent surgical personnel to use the product in cases of a non-evident sterility breach there is a low, improbable risk of patient harm. After consideration for potential harms (surgical site infection) and worst-case scenarios (immunodeficient patients), adverse health consequence are reasonably expected to result from this issue if not recognized. The sample has been requested for evaluation. A follow-up report will be submitted upon the completion of the evaluation.